Event description:
It was reported that the biomed had the arctic sun device that they were doing a 6-month preventive maintenance on and after draining it did not refill, circulation pump needs to be replaced, also explained the 2000-hour preventive maintenance that was in the service manual. Per follow up information received via phone on 10mar2025, spoke with biomed, who confirmed circulation pump replaced onsite. No patient involved at time of issue.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Circulation pump needs to be replaced, also explained the 2000-hour preventive maintenance that was in the service manual. Per additional information received, tech support spoke with biomed, who confirmed circulation pump replaced onsite. No patient involved at time of issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they were doing a 6-month preventive maintenance on and after draining it did not refill, and the circulation pump needs to be replaced. Also explained the 2000-hour preventive maintenance that was in the service manual.